Event description:
It was reported that an unspecified issue occurred with a proglide device relative to an unspecified procedure. A photo of the device was received by the account and appears to show the foot of the device outside of the guide and separated. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The lot number was not provided by the site reporter.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the foreign body in patient and patient effect to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.